Manufacturer narrative:
This report is submitted february 27, 2017.

Manufacturer narrative:
Implanted device remains.

Event description:
It was reported that the patient developed an infection at implant site, however the issue did not resolve; subsequently the patient was hospitalized (date not reported) for a duration of eight days and was administered oral antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed (B)(6) 2016. Device not yet received by manufacturer.